Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was in back-up vv (bvvi) mode and high voltage therapy was disabled. The bvvi report indicated the bvvi reset happened one day post implant. A firmware download was performed and normal device function was restored. The patient was stable and enrolled on remote monitoring.